Manufacturer narrative:
(B)(4). The product was given to the patient and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri) sooner than expected. Review of stored device memory revealed that the device showed a magnet rate of 100 beats per minute (bpm) five months ago, then a magnet rate of 90bpm four months ago, then reached eri one month ago. It was also noted that the automatic capture (ac) had been consistently on and some fusion was suspected. The device was reprogrammed to a fixed output. Boston scientific technical services (ts) discussed end of life (eol) triggers. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced three months later. No additional adverse patient effects were reported.